Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there was an intolerable increase of volume noticed by the patient two weeks ago. Head trauma and problems with the external devices were excluded. Over the past two weeks the patient has had to use the ci system less. With a new mapping of decreasing stimulus intensity in 10 channels, the patient is now able to use the ci.